Event description:
It was reported that a device experienced a system error 105. There was no pt incident or adverse event reported.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. Evaluation confirmed the unit was received inoperable due to the reported symptom of "device was getting system 105 error codes" caused by a failed motor (flex). The failed motor assembly was replaced.